Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure and low flows. The purge cassette was replaced but the issue did not resolve. The patient was in stable condition and support continues.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
Updated information: d4 catalog number corrected. D6b explanted date added.